Event description:
In 2008, the patient was implanted with a gore tag thoracic endoprosthesis to treat thoracic descending aortic aneurysm. At approximately 5 months later, the patient returned to the hospital in a condition of disordered consciousness. As the result of the computed tomography scan, the patient was diagnosed with cerebral infarction caused by type a aortic dissection. Atablout one month later, a replacement surgery from the ascending aorta to the aortic arch was performed using dacron vascular graft. The patient tolerated the procedure. In 2009, the follow up exam revealed the patient was fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.